Event description:
It was reported that when following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. No further information is available.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event. The physician elected to replace the device to accommodate for a new right ventricular lead placement on (B)(6) 2016.

Event description:
New information received notes that the patient was stable prior, during and post procedure.